Event description:
The hospital reported that during the saphenous vein harvesting procedure, the device would not cut. Additional tension was required in order to cut the branch, the increased tension caused the patient additional bleeding. The procedure was completed with the original device. The hospital did not report any patient complications.

Manufacturer narrative:
The device has not yet been returned to cardiac surgery for investigation. We will continue to pursue the device being returned to cardiac surgery for investigation with the customer. A supplemental report will be submitted when the device has been returned and the investigation completed.